Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous consumer report from the (B)(6) of break in aseptic technique and peritonitis with culture positive for enterobacter aerogenes in a patient coincident with dianeal pd2, unknown therapy. On (B)(6) 2010, the patient began treatment with dianeal pd2, unknown bag therapy (dose, frequency, and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2011, the patient experienced a break in aseptic technique described as the patient did not wear a mask. On (B)(6) 2011, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain, was hospitalized, and began remedial therapy with ceftazidime (1g, frequency not reported, intravenously) and cefazolin (1g, frequency not reported, intravenously). On (B)(6) 2011, the patient began remedial therapy with piperacillin tazobactam (2.25g, every 12 hours, intravenously). The cause of the peritonitis was due to a break in aseptic technique. At the time of this report, the patient was still hospitalized. It was not reported whether the patient was retrained in proper aseptic technique, if the event of peritonitis resolved, or whether dianeal pd2 therapy was ongoing. The consumer stated that the event of peritonitis was not related to dianeal pd2 therapy and did not provide a statement of causality for the event of break in aseptic technique.